Manufacturer narrative:
Upon receipt of this fiber at our quality assurance laboratory, this device was thoroughly analyzed. Analysis of the returned fiber confirmed the reported clinical observation as analysis identified a fractured connector. The fiber was received in one piece. Microscopic inspection of the fiber tip indicated it was degraded. Laser fibers are consumable devices and expected to degrade with use. Adhesive on the fiber jacket was identified, which was likely caused during handling. Burn marks were observed on the connector face. Analysis identified there was no light coming through the connector, indicating a connector fracture. There was no aiming beam. The functional testing was performed. The following message was displayed: treatment used: 0; treatment left:10. Fracture within the connector can occur during procedural handling of the fiber during setup or use. It can result in an insufficient aiming beam or low laser energy output, up to a complete inability for the fiber to fire, and can lead to connector overheating causing the burn marks observed on the connector. The IFU states: hold the fiber tip to a nonreflective surface, and ensure that a circular red/green spot appears. If the spot is weak or not visible, discard the device or return it to the supplier for replacement. Based on the information available, a conclusion code of cause traced to component failure was assigned to this investigation.

Event description:
It was reported that during a transurethral ureterolithotripsy procedure, there was a sudden clicking noise. There was no problem with the connection. The physician instructed to discard the device. When the fiber was checked with an inspection scope, the fiber was observed to be burnt. There were no burns observed on the blast shield. The procedure was completed using another fiber without patient complications. The fiber was returned and analysis identified a fractured connector.